Event description:
It was reported by the customer that the device was overheating during a procedure. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During device evaluation the stryker service technician confirmed that the motor and the e-box were non-stryker components. The motor assembly and e-box were replaced with stryker components.